Event description:
It was reported that the user initiated a dinner meal announcement on the ilet to correct a high blood glucose but did not consume the meal, and education was provided advising against using meal announcements as correction. Symptoms included hyperglycemia peaking at 388 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.